Event description:
It was reported that an error message egm is unavailable was displayed when there was vt episode listed in the directory. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.